Manufacturer narrative:
Approximate age of device - 14 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018 cause of death was stroke. No further information was provided.

Manufacturer narrative:
Event updated based on additional information.

Event description:
On (B)(6) 2019 it was communicated by clinical specialist and site staff that the patient had a hemorrhagic stroke. It was reported that on (B)(6) 2018 (pod 10) attempted to wean patient from light sedation at 12pm (lkn earlier that morning) when patient was found with l gaze preference and no movement of rue/rle. Diagnostic testing utilized was CT scan. It was reported that the following symptoms/treatment related to the stroke were l gaze preference and no movement of rue/rle. A stroke code was called and it was determined that patient had a new large intraparenchymal hematoma indicating hyperacute hemorrhage and non-clotted blood products with rightward midline shift. Patients neuro status never improved and care was eventually withdrawn on (B)(6) 2018. It was reported that the pump was not explanted and none will be returned for evaluation. No autopsy was done. No further information was provided.

Manufacturer narrative:
Investigation conclusion: a direct correlation between the device and the patient's outcome could not conclusively be established. The heartmate ii IFU lists stroke and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.